Event description:
During a proctoring session, an 18mm device shifted position during valsalva, and then embolized during attempted snare. Device was then successfully snared from descending aorta. Pfo closed successfully with a 35mm device.

Manufacturer narrative:
Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specifications. Additional information was received from the physician on 10/04/2006, which is currently being reviewed by a medical professional.